Event description:
On (B)(6) 2011, the pt underwent treatment of an abdominal aortic aneurysm and infrarenal dissection with three gore excluder aaa endoprostheses. It ws reported that the procedure went without incident, there were no issues with the devices, and the pt tolerated the procedure well. It was that on (B)(6) 2011, the pt presented with a hemorrhagic stroke in the left frontal lobe of the brain. The pt reportedly expired on (B)(6) 2011. The cause of death is unk, and it is unk if an autopsy was performed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l devices implanted and involved in this event: (B)(4).